Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer's blood glucose value was unknown. Customer complete the self-test. The customer stated that he able to saw critical pump error image on screen. Customer received insulin pump had audio issue. Customer did test but they got two different volume of tones. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to confirm audio or vibrate anomaly or absence of alarm and unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.